Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a fading display on his one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information : the patient mentioned that the alleged issue with the meter began on (B)(6) 2011 at around 1:00pm. Due to the alleged issue, the patient took 8 units of insulin. Approximately 4-5 hours after taking the insulin, the patient developed symptoms of feeling sweaty, shivers and had the shakes. The patient immediately self-treated; however, it is unclear what he treated himself with. The patient did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. This is not the first time the product is being used. Based on the initial call, there was not misuse of the product. The meter was replaced.